Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected: h4. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It was noted that there may have been a sizing issue with the stem, however no x-rays or medical records were provided therefore no definitive statements could be made based on the information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon implanted a standard offset size 7 femoral stem. The patient subsequently experienced hip dislocation, prompting follow-up x-rays. Upon reviewing the images, the surgeon noted that the femoral stem had subsided further into the femur. Surgeon believes that the stem size selected may have been inappropriate for the patient. A revision surgery was performed. During the procedure, the original stem was removed and replaced with a taperloc complete standard offset size 10 cemented femoral stem. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: 010000927 g7 hi-wall e1 liner 32mm e 7588718. 163667 32mm mod head cocr -6mm neck j7880193. G2: foreign: ireland. Suggested component code- mechanical (g04): stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.